Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent undersensing possibly due to a positional issue was noted on stored electrogram. The patient will continue to be followed normally while the issue is monitored. Patient was stable before, during and after the event.